Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation at the time of this report. Device material number reported is not being manufactured currently, however, another material number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows. Samples were taken from the current production and visually inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation to confirm the alleged defect and determine the root cause. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges that the user could not fully connect the syringe to the pilot balloon connector as the connector was damaged. Issue reported as detected during testing prior to a patient use. There was no report of patient impact or consequence. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10109 et tube, cf, 4.5 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the pilot valve was severely damaged as it was pressed shut. A photo of the packaging was reviewed and a mark can be seen on the packaging that indicates that the pilot valve appears to have been damaged during the sealing of the package. Since the packaging was not available for review, it could not be determined if the sterile barrier was compromised or not. The IFU for this product states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "The endobronchial cuffs should be slowly inflated with the minimum amount of air required to provide an effective seal. Do not inflate with a measured volume or by feel of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "syringe connector damage" was confirmed based upon the sample received. The et tube was returned with the pilot valve severely damaged as it was pressed shut. Looking at a picture a mark can be seen on the packaging that indicates that the pilot valve appears to have been damaged during the sealing of the package. A non-conformance has been opened to further investigate this complaint issue.

Event description:
Customer complaint alleges that the user could not fully connect the syringe to the pilot balloon connector as the connector was damaged. Issue reported as detected during testing prior to a patient use. There was no report of patient impact or consequence. The patient condition was reported as "fine".